Event description:
Additional information received indicated patient underwent surgical intervention where in both the leads were replaced and ipg was replaced with a smaller ipg thereby resolving the issue. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07896. Related manufacturer reference number: 3006705815-2023-07897. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Patient also had discomfort /pain at the pocket site. Surgical intervention is anticipated to address the issue at a later date.